Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely cause the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed. Trends will be monitored for this and similar complaints.

Event description:
Patient presented with progressive gait disturbance, pseudo dementia and urgent incontinence. During the revision, they found the device had good and distal flow through one both catheters, but very slow flow over the shunt valve.